Manufacturer narrative:
(B)(4). On an unreported date, the antibiotic treatment course was completed. On an unreported date, the peritoneal effluent fluid was clear and the patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake and did not wear a mask. The same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with injection vancomycin 1 gram on every 4th day for fourteen days (in the night 2 liter bag) and injection fortum 1 gram in next bag and then 250 mg in each bag (duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient outcome of this peritonitis event was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.